Event description:
It was reported the patient was only able to increase the device stimulation, could not decrease or turn on/off using the programmer. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.